Manufacturer narrative:
Two 5.5mm twinfix ultra ha anchors were returned for evaluation. A visual assessment of the anchors showed sample (a) is complete; sample (b) the distal and proximal ends have been broken off of the anchor and were not returned for evaluation. Each anchor shows signs of degradation. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with this product during manufacture. No lab results or reports were provided to confirm the reported infection and the root cause of the report infection cannot be concluded. No further clinical/medical investigation is warranted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient had an initial procedure in (B)(6) 2015. One year later, the implants are being removed due to an infection.